Event description:
On (B)(6) 2022, the patient underwent an ivc filter implantation procedure. The implanted filter tilted and not perforated the vessel wall. On an unknown date of (B)(6) 2022, the patient underwent CT scan for filter extraction procedure, which showed two of the anchorage struts perforated the vessel wall. On (B)(6) 2022, the patient underwent a filter extraction procedure. The filter was extracted. Postoperative angiography did not show contrast agent leaked from the blood vessels. Patient's condition favorable after the operation.